Event description:
During an unknown procedure the device did not form clips properly. A new device was opened and used to complete surgery. Doctor was concerned the clips future malfunction could result in patient bile leak. There was no patient consequence. Two devices returning.